Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed increased charge times, 18 seconds, prior to implant during manual capacitor reformations. Subsequent measurements were within normal limits and the product was successfully implanted. No adverse patient effects were reported. A data disk was sent in for engineering analysis and it was revealed that the charge circuitry is working; however, there was likely a current leakage in the high voltage capacitors leading to the longer charge times. Engineering recommended product replacement. This product was therefore, explanted and replaced.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt, this device was thoroughly inspected and analyzed. Visual inspection of the exterior of the device identified no anomalies. Review of device memory noted the device battery status was as expected: at beginning of life (bol) with a monitoring voltage of 3.09 volts. No battery fault codes were recorded. A manual capacitor reformation was initiated and a normal charge time of 8 seconds resulted. A series of automated electrical/functional tests were conducted and no issues with the device¿s abilities to deliver therapy were observed; basic sensing, pacing and shocking functions of the device were verified. The device passed all testing and operated appropriately consistent with performance specifications. Next, the device case was removed in order to facilitate examination of the internal components. High powered microscopic examination identified evidence of electrolyte fluid leakage from the high voltage capacitors. Leakage of this material likely resulted in the long charge time observed in the field during a manual capacitor reformation prior to implant. Once the fluid dried, normal charge times were observed. Boston scientific is actively investigating this particular anomaly and will continue to analyze field performance data should a similar event occur. Information gained through this investigation will be utilized to implement appropriate preventive action(s), as necessary.